Manufacturer narrative:
The issue has been escalated to product support engineering. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that there was an issue with the default alarm profiles on the bedside monitor. The device was in clinical use on a patient at the time of the event. No adverse event was reported.